Event description:
It was reported that intermittently, a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer will continue to use current pump for insulin therapy.